Event description:
Additional information received from the patient in response to follow-up reported the patient had no idea what caused the movement. A new battery was noted to have been the step taken to resolve the issue and a possible additional spinal fusion was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was pain and redness at the implantable neurostimulator site. There was sudden pain at the implantable neurostimulator site that goes down the leg, around the hip, and to the groin area on the right side. This pain was not impacting the stimulation sensation/coverage. The patient¿s wife assessed the area and thinks that the implantable neurostimulator has moved as the area where the implantable neurostimulator was looks ¿hollow.¿ there was redness around the implantable neurostimulator site and the patient reported that the area was tender. The patient did not report any falls, traumas, or lifting, but the patient mentioned a weight loss of 70-80 pounds. The pain started suddenly 4-5 days prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.